Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver got hot when she plugged it in on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).